Event description:
It was reported that the ventilator was dropped by a transport team, so it was sent to a biomed tech to test prior to placing it on the pt. The biomed tech was unable to detect any problems. The pt was placed on the ventilator. It was reported that after a couple of hours on the ventilator, the pt went into a "full code" and the ventilator did not alarm. The hospital cr monitor alarmed to alert the hospital staff. No reported harm to the pt. It was reported by the biomed tech supervisor, that the ventilator was sent back to the MFR for precautionary check-out because it was dropped and the hospital staff expected it to alarm. The biomed tech supervisor did not believe the ventilator should have alarmed based on the settings.